Event description:
It was reported, the customer had a failed battery test on their insulin pump. Customer stated their insulin pump was not working. Customer also reported a battery out limit alarm occurring after the failed battery test alarm. The customer stated their insulin pump was functional at the end of troubleshooting. Customer was advised they will be sent a replacement battery cap. The customer's blood glucose was 9.9 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.